Event description:
Same patient as MDR ID #2134265-2012-08440. It was further reported that in (B)(6) 2012, angiography was performed the day after the patient was hospitalized. Focal restenosis was noted in the mid left anterior descending artery (lad) with mild in-stent restenosis noted as well. An unknown ivus catheter revealed that the previously implanted 2.50 mm x 16 mm ion study stent was under-deployed. A 3.0 x 18 mm non-bsc drug eluting non-study stent was deployed to treat the restenosis. A nc quantum apex 3.0 x 20 mm balloon was used for post-dilatation. Following post-dilatation, the subject experienced episodes of chest discomfort. St segments elevations in the anterior and lateral leads were also noted.

Event description:
(B)(6) clinical study. It was reported that post coronary stenting treatment procedure, chest pain occurred. In (B)(6) 2012, the subject presented due to stable angina and was referred for cardiac catheterization which revealed a 95% stenosed lesion located in the mid left anterior descending (lad) artery. The lesion was 12 mm long with a reference vessel diameter of 2.5 mm and treated with pre-dilatation and placement of a 2.50 mm x 16 mm ion coa stent. Following post-dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel the following day. In (B)(6) 2012, the subject presented with chest pain and was hospitalized on the same day. Two days later, the event was considered resolved without residual effects and the subject was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).